Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The saw with key device was evaluated and the reported condition that device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had corrosion/rusting/pitting, the device would not run, the locking mechanism was stiff/stuck, and there was foreign substance/debris from cleaning/sterilization. It was further determined that the device failed pretest for check the saw heads locking mechanism, check falling out protection, check the function of the device, and check oscillation frequency. Therefore, the reported condition that the device stopped function mid case was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. Correction: d9: the date returned to manufacturer was documented as april 1, 2021 on the initial report. This date has been updated to april 5, 2021. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the handpiece device was overheating and stopped functioning 30 minutes into the procedure. It was reported that there was a 5-minute delay in the procedure due to the event. It was reported that there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.